Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient was at work, polishing flatware when his arms became weak, he experienced trouble standing and became confused. His coworkers reported his cgm displayed 84 mg/dl, provided him with soda, and called emergency medical services (ems). Ems arrived and transported the patient to the hospital. In the emergency department, blood work was performed and the patient¿s venous blood glucose was 16 mg/dl. The patient¿s mother brought his glucometer to the emergency department (ed), and performed a bg which was 18 mg/dl. The ed treated the patient with food, juice and a soda and his bg increased to 93 mg/dl; however, his cgm continued to display 84 mg/dl. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.